Event description:
During a follow-up, episodes of vf were observed. Diaphragmatic stimulation was noted. Intermittent noise was observed via review of the egms. Insulation anomaly suspected. X-ray was inconclusive. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.